Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on 10-02-2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information d9 device available for evaluation - addition information g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information h3: device evaluation by manufacturer - addition information h6: adverse event problem - addition information

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the wearable was not returned. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.